Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage at the s-cover and a-rubber. The suggested event is detectable and preventable by handling the device in accordance with the following instructions for use: -IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. -IFU states the preventive measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the colonovideoscope nozzle had foreign material. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found the nozzle was clogged along with the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.